Manufacturer narrative:
The device was not returned to resmed for an evaluation. A resmed customer representative assisted the customer and advised for the main circuit board to be replaced to resolve the issue. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to start up, had an alarm issue and displayed a blank screen. There was no patient harm or a serious injury reported as a result of this incident.